Event description:
It was reported that the customer fell, broke both ankles, went to the emergency room and was admitted to the intensive care unit with a blood glucose level of 1,000 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. Customer was treated with IV fluids and saline, along with long-acting insulin. There was no permanent damage. Customer was discharged from the hospital on (B)(6) 2025. System check was performed by tandem technical support and the pump is functioning as intended.